Manufacturer narrative:
Evaluation of the returned indigo system aspiration catheter 7 (cat7) confirmed that the catheter was fractured. Evaluation revealed signs of torquing at the fracture location. If the cat7 is torqued unrestrained against resistance, damage such as a fracture may occur. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. Further evaluation revealed that the distal tip on the cat7 was damaged, but markerband intact. This damage was incidental to the reported complaint, and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 7 (cat7), a non-penumbra sheath (7f), and a guidewire. It was reported a stent was placed in the common femoral artery (cfa) extending through the sfa and the popliteal artery. During the procedure, the physician completed several passes using the cat7. While torquing the cat7 at 180 degrees within the target location, the physician observed under fluoroscopy that the cat7 fractured at the distal end in the sfa. It was reported that the cat7 became stuck on the inner portion of the sheath. The sheath was not damaged. The proximal end of the cat7 was removed, and a snare device was used to remove the remaining portion of the cat7. No part of the cat7 was left in the patient's body. The procedure was completed using another cat7, the same sheath, and the same guidewire. There was no report of an adverse effect to the patient.